Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the contact dermatitis cannot be ruled out. Dermatitis contact is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 74-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2024, novocure received patient's medical records regarding a follow-up visit with the patient's physician on (B)(6) 2024. The patient reportedly experienced increased contact dermatitis with skin breakdown in the areas of the optune gio arrays. He tried alternating array placement 2cm forwards/backwards/sideways, but still encountered irritation. The physician recommended to temporarily discontinue optune gio therapy for five days as this had helped in the past. He prescribed triamcinolone lotion and peroral hydroxyzine for use at night as needed for itching. Instructions were given to use a barrier cream at night. On (B)(6) 2024, the patient's physician confirmed that the patient was prescribed hydroxyzine and temporarily discontinued optune gio therapy. The patient had since resumed optune gio therapy. The physician assessed the events as more likely optune gio related than other causes.